Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results and issues with calibration for the elecsys estradiol iii assay from the cobas e411 rack analyzer. The initial result was 5198 pg/ml. The doctor questioned the result as it did not match the patient's history. On (B)(6) 2025, the repeat result was 2873 pg/ml. This result was believed to be correct.

Manufacturer narrative:
The field service engineer checked the analyzer and did not determine a specific cause. He adjusted the photomultiplier (pmt) high voltage and performed calibration and qc with results within limits. Due to the limited information provided, the investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges. There was no product problem identified.